Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the recently implanted patient developed a swollen left leg. The physician assessed the patient had a cellulitis. The patient went to the emergency room and was administered antibiotics. The patient was discharge and doing well.